Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only the product label was returned, this showed no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. As an inadequate sample was received, a product label without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter ,occurred during a laparoscopic thoracotomy procedure. The suturing device was being applied to the chest. The needle broke into two pieces and fell into the cavity of the patient. An x-ray was performed that day. The other half could not be found. There was no additional patient harm. The patient outcome is alive, no injury.